Event description:
Pump declared alarm occurred during pumping, and there was no adverse impact to the customer's blood glucose level. Caller attempted to load a new cartridge with assistance from technical support, but the cartridge alarm persisted, preventing a successful resumption of insulin therapy. As a resolution, technical support decided to replace the pump and provided instructions for using alternate insulin delivery through multiple daily injections.